Manufacturer narrative:
It was reported that the ratcheting mechanism of the rosas00325 mayfield head holder adaptor, s/n (B)(6), is not working appropriately. Reportedly, it makes it very difficult for the surgeons to tighten it and to lock it in place. A replacement part was provided to the customer and the subject rosas00325 mayfield head holder adaptor, s/n (B)(6), was returned at the manufacturing site for evaluation. A hardware engineer performed functional testing on this part. This testing permitted to conclude that this part is fully functional. Indeed, it was not possible to reproduce the reported defect, the part was able to be tightened and locked as expected on a radiolucent extension from a testing device. Corrected data: - b4 date of this report. - g3 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 adverse event problem. - h10 additional narratives/data.

Event description:
The mayfield adaptor ratcheting mechanism is not working appropriately making it very difficult for the surgeons to tighten the adaptor, locking it in place. The adaptor is not functioning correctly and should be replaced. This adaptor did not cause any delays to the case.

Event description:
The mayfield adaptor ratcheting mechanism is not working appropriately making it very difficult for the surgeons to tighten the adaptor, locking it in place. The adaptor is not functioning correctly and should be replaced. This adaptor did not cause any delays to the case.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The mayfield adaptor ratcheting mechanism is not working appropriately making it very difficult for the surgeons to tighten the adaptor, locking it in place. The adaptor is not functioning correctly and should be replaced. This adaptor did not cause any delays to the case.